Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported "left-side deflation." Device explanted. Left side.

Event description:
Healthcare professional reported "left-side deflation." Device explanted. Left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: brown particles in the fill channel and crease flat. Leak test and microscopic analysis was performed which identified: device no leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no opening and no leak was observed in the device.